Event description:
It was reported a patient had a right total knee arthroplasty. Approximately 1 week post op, the patient presents to an office appointment with complaints of increasing pain since placing weight on post-op day 1, leading to the patient now being unable to bear weight on the right lower extremity. On radiographic imaging, a displaced medial condyle femoral fracture and loosening of the tibial stem were identified. 10 days post implantation, the patient underwent a revision of all components, except the patella, without complication.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00916.

Manufacturer narrative:
H6: proposed component (annex g) code is mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient reported pain, and the knee was unable to bear weight. There was loosening of the tibial stem noted, poly removed without incident and noted a femoral fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.